Manufacturer narrative:
It was reported to philips that the heartstart mrx defibrillator error displayed with pacer during function check. There was no patient involvement. Valid phone number not provided.

Event description:
It was reported to philips that the heartstart mrx defibrillator error displayed with pacer during function check. There was no patient involvement.